Event description:
The patient reported that the controller screen was blank and did not display pump parameters but did light up when arrow button was pushed. No alarms were generated. Patient performed controller exchange. The patient did not experience any adverse events as a result of the event. The controller is being returned to heartware for further evaluation. Investigation is ongoing.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The device(s) listed in this report is (are) used for treatment, not diagnosis. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation.

Manufacturer narrative:
Various analyses were conducted and reviewed in order to evaluate the performance of the device/devices in relation to the reported event. The returned controller passed visual and functional testing. System testing did not indicate any abnormal operation of the controller. No anomalies were observed on display during bench test. The reported event as described in the event details could not be verified at the bench level. The reported event could not be confirmed. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.